Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she just received her new insulin pump and needed assistance setting it up. Customer stated that her pump has a weak battery alarm and she cannot clear it. Customer does not have a computer at her work to get her carelink reports. Customer stated that she will need to do this at home and will call back if further assistance is needed.